Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube; unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test or displacement test due to blank display. Unable to verify motor error alarm due to blank display however, the motor was tested outside of device and passed. The insulin pump had cracked case at the display window corners, scratched keypad overlay and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer is getting a motor error alarm. Customer's blood glucose was over 600 mg/dl on the meter. Caller stated that he took a bolus before eating lunch. Customer's reading was still over 600 mg/dl an hour later and also had ketones today. Customer did an infusion set change before breakfast. Customer treated with a manual injection after lunch. After a second set change, customer's blood glucose dropped. Caller stated that before the battery showed low, they went to change the battery but it would not turn on. The battery was removed and reinserted it 3 times and then the motor error alarm occurred. Caller stated that they could rewind without an alarm. Caller completed the displacement test. Caller stated that the screen went completely blank before the pump could restart. Caller stated that the pump did power back on and initialized. It was found that the battery compartment had corrosion and the pump will need to be replaced.